Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's bolus history was missing one day of data. The caller reported that he had a blood glucose level of 276 mg/dl, the day prior to the call. Blood glucose level at the time of the call was not provided. Troubleshooting was not performed and the insulin pump was not replaced or returned for analysis.